Manufacturer narrative:
The device was returned to intuvie for repair; however, the failure was not reproduced during evaluation. The reported occlusion failure was not confirmed, and the probable cause could not be determined. CAPA-15 was initiated to investigate the root cause for this failure mode. Reference to complaint # (B)(4).

Event description:
Intuvie received a report indicating that, during routine preventive maintenance (pm) at med-tech support services, inc., the device failed the 30 psi occlusion pressure test, recording a pressure of greater than 42 psi, which is outside the acceptable range of 22 to 38 psi.